Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio dv integrated electrosurgical unit (iesu) attempted to fire power without the surgeon pressing the foot pedals. The customer confirmed that the foot pedals in the drawer were not being depressed and reported hearing the vio dv iesu activating power despite no energy cords being connected. The tse had the customer perform hard power cycle on the iesu and unplug the foot pedals from the drawer, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the iesu did not auto fire. The iesu did not fire and kept faulting when an energy instrument was connected to it. The issue was resolved after unplugging the foot pedals. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the dual foot pedals were not working and replaced the foot pedals. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to defective dual foot pedals.